Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained lead noise due to a possible myopotential oversensing was observed. Patient was asymptomatic. Programming changes were recommended.